Manufacturer narrative:
The investigation remains ongoing at this time. Additional information will be submitted in a follow-up report within 30 days of receipt.

Event description:
On (B)(6) 2026, the mycordella support team (mst) received an email from a clinical support specialist (css) requesting review of patient waveforms due to decreased pulmonary artery pressures associated with weight loss. Following review in the (B)(6) drift review meeting, the site was notified to pause use of pulmonary artery pressure (pap) data and monitoring for stabilization. On (B)(6) 2026, sensor recalibration was recommended and the patient underwent a right heart catheterization (rhc) with recalibration on (B)(6) 2026. During the rhc, imaging confirmed that both distal and proximal anchors remained attached to the sensor body, and the sensor remained appropriately positioned in the right pulmonary artery. A calibration adjustment was applied following confirmation of sensor drift.